Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 4 false positive results were obtained. The customer stated results were not reported out so there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "patients tested positive with n2 target only positive, late CT but good fluorescence intensity. The curves are regular."

Event description:
It was reported while testing for sars cov-2 4 false positive results were obtained. The customer stated results were not reported out so there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: patients tested positive with n2 target only positive, late CT but good fluorescence intensity. The curves are regular.

Manufacturer narrative:
Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# 44500301) lot 1074381 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that lot 1074381 was manufactured according to specifications and met performance requirements. Customer reported positive n2 results when using the bd sars-cov-2 reagents for bd max¿ system kit lot 1074381 which were not reproduced with their confirmation test (biorad cfx system). Customer provided one run file (run 1404) from instrument ct1523. The customer¿s udp settings were verified, and do not correspond to those described in the bd sars-cov-2 reagents instruction for use (n1 threshold is 150 instead of 90 and n2 threshold is 100 instead of 80). This discrepancy between settings is considered as off-label usage of the product. Although the changes in the udp settings are not expected to give false positive results, customer should adjust udp with correct settings to ensure proper performance of the assay. Manual pcr curve adjudication showed late and low, but true, n2 positive results on the 4 samples of the run. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Moreover, limit of detection can vary between different assays. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Overall, based on the data provided, bd was unable to confirm the exact cause of the customer¿s positive results. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot 1074381. The root cause was not identified but positives samples at or near the limit of detection (lod) of the assay or environmental or cross contamination introduced during the sample preparation at the customer¿s site are strongly suspected. No product issue is suspected. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends.